Event description:
Reporter called to report philips amara view full face mask. Reporter states there is a recall on face mask but she never received a letter in the mail however she has experienced some issues. Over the last few years patient feels like upper jaw is being pushed back while mask is on. When she went to the dentist in 2022 no exact date was given, the dentist informed her that it seems like the mask has caused her front teeth to splay out. No other symptoms have been reported.